Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. On (B)(6) 2024, it was reported by the child that the patient experienced signal loss for 3 plus hours from the unspecified pump display device. According to the report, as a result of the transmitter failure, the patient was rushed to emergency. It was not specified at which moment during the episode the transmitter failed. According to the documentation, the reporter declined to prove any additional details about the episode and ended the call. Of note, the complaint states the patient is on hospice. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and failed. No data was provided for evaluation. The customer's complaint was undetermined because there were no log data to review. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Manufacturer narrative:
(B)(4). E1 initial reporter state- (B)(6).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.